Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user experienced unstable glucose control, including an overtreated hypoglycemic event and subsequent insulin therapy pauses, as the user attempted to prevent further dosing while also announcing a larger-than-usual lunch and engaging in self-directed corrections; the user sought education on meal announcements, meal size, device dosing behavior, and management during prolonged activity, and no emergency transport occurred. Symptoms included hypoglycemia and hyperglycemia with malaise and headache. Outcomes included unexpected medication intervention in the form of oral glucose intake. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed insufficient information regarding a specific device problem or component-related failure. It was concluded, based on previously established findings for similar reports, that the cause was not established.